Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3: evaluation summary: the device was received, evaluated and retained by this MFR. The engineering evaluation indicated 40 millimeters of the distal tip was detached from the remainder of the wire. The guidewire appeared to have been sheared away at the point of breakage. Thirty millimeters of the stainless steel core wire was visible. Coating damage was observed along the length of the guidewire. Since this wire was used through a metal cannula, co believes user technique rather than a product problem contrubuted to this event.

Event description:
It was reported a segment of this guidewire detached in the pt after being manipulated through a metal entry needle during an angiography procedure. The segment was successfully retrieved. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's attempts to get further details with regards to the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. It was indicated this device had been manipulated through a metal entry needle which co believes may have contributed to this event. However, without further info about the event and without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "as with any other guidewire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula."